Event description:
It was reported to philips that the system did not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse worked with the biomed and found that the 1-phase ups in the server room continued beeping and could not be shut down. Then the system was subsequently disconnected from the power supply, and guided to the biomed to bypass the 1-phase ups, but the problem remained same. Upon further investigation identified that the fuse on the pdu (power distribution unit) board was defective. To resolve the issue, the biomed replaced the fuse. After that the system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.